Event description:
As reported by the edwards clinical specialist, 1 year post transfemoral transcatheter aortic valve replacement (tavr) procedure, the patient was readmitted to the hospital with heart failure. Tee (echocardiogram) showed thickened retracted leaflets with wide open ar, an ef of 60% and the original sapien valve appeared to be placed too ventricular in the native annulus. The decision was made to perform a valve in valve procedure and deploy as second valve more aortic in an attempt to resolve the leak. A 26mm sapien valve was implanted successfully.

Manufacturer narrative:
The device was not returned for evaluation as it was not explanted from the patient. A device history review (DHR) for the valve was completed and the device met manufacturer's specifications prior to distribution of the device. Furthermore, all valves are 100% visually inspected for defects and 100% leak tested prior to termination. Investigation is ongoing.

Manufacturer narrative:
A device history record (DHR) review is not required as there was no allegation of product malfunction.

Manufacturer narrative:
Cine and tee images were submitted to edwards for review. The following observations were made: (B)(6) 2011 cine ·moderate-severe aortic valve calcification, moderate aortic root calcification, no porcelain aorta, no mitral annular calcification (mac) - good coaxial alignment - fair image intensifier angle (iia) - valve positioning 50/50 ventricular; post deployment 75/25 aortic on the lateral side, and 90/10 aortic on the medial side. · post deployment angio demonstrates aortic regurgitation (ar). (B)(6) 2011 tee - severe bulky calcification on the non-coronary cusp, greater than the calcification in the right coronary and left coronary cusps - there is mild pvl along the lcc - valve deployed tilted on tee, with anterior aspect significantly more aortic. (B)(6) 2012 tte - on the (B)(6) 2012 tte demonstrates significant ar. (B)(6) 2012 tee - (only 8 images) - the (B)(6) 2012 tee does not contains a mid esophageal long axis view with color flow to evaluate pvl. No mid esophageal short axis view with color flow images to demonstrate ar. (B)(6) 2012 cine - the cine demonstrates sapien valve positioned 2 mm aortic to the initial sapien valve. Cine of valve deployment not available for review - cine of deployed sapien valve in valve demonstrates it to be 2 mm aortic to the initial valve. Impressions: initial sapien valve moved during deployment to a too aortic position, especially medially. Subsequent tte from (B)(6) 2012 demonstrated significant ar. Cine from (B)(6) 2012 demonstrates successful valve in valve with the second sapien positioned approximately 2mm aortic to the first one. Evidence of a leaflet retraction is present on continuous wave doppler only. No tee images were available to confirm the presence of thickened retracted leaflets. Per the IFU, device migration or malposition requiring intervention is a known potential adverse event associated with the tavr procedure. In addition, physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the root cause of the event cannot be confirmed however, based on the imagery review it is possible that the reported event could be related to a combination of procedural (original valve was deployed 75/25 aortic on the lateral side, and 90/10 aortic on the medial side) and patient factors (severe calcification of non-coronary cusp). Additionally, the event of thickened leaflets could not be confirmed based on the images supplied. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and edwards thv patient screening and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.